Event description:
The customer states that back in 2009, one patient generated an architect stat b-hcg assay result of 5318 miu/ml. The patient returned for a follow-up visit approx three months later, and a new sample drawn at that time generated an architect stat b-hcg assay result of less than 1.2 miu/ml. The sample from original month, was then retested and generated a result of less than 1.2 miu/ml. There is no reported impact to patient management.

Manufacturer narrative:
(B)(4). The initial report was submitted under brand name abbott architect i2000 system, (B)(4) manufacturing site. It was determined that the investigation should be performed on brand name architect total b-hcg assay, (B)(4) manufacturing site. This report is being filed on an international product, list number 7k78-20 that has a similar product distributed in the us, list number 6c21. No returns were available from the customer site for this investigation. The intent of this investigation was to examine the performance of the architect total b-hcg reagent lot that was in use at the customer site, along with seven other approved lots of architect total b-hcg reagents. The investigation examined reagent kit performance with respect to their ability to accurately detect b-hcg in: abbott architect total b-hcg controls, biorad lyphochek immunoassay plus multiconstituent controls (mcc), abbott architect total b-hcg panels and a range of 40 patient samples (purchased from a commercial vendor), which included 20 and 20 positive patient samples (these patient samples were selected to evaluate different aspects of the architect total b-hcg assay performance, specifically the occurrence of false positives and the occurrence of false negatives; additionally, positive and negative patient samples were tested alternately to eliminate the possibility of carryover as the driver of falsely elevated results resulting from positive patient samples to negative patient samples thus leading to false positive results). All reagent lots tested met required abbott control, (B)(4) and panel specifications and demonstrated similar performance. No false positive results were obtained for negative patient samples and no false negative results were obtained for positive patient samples for any of the reagent kits tested and it was concluded that all architect total b-hcg reagent lots tested performed acceptably. The architect total b-hcg package insert ((B)(4)) and the architect operations manual contain sufficient information to address the issue found at this customer's site. From the current investigation performed the customer's observation could not be confirmed and a specific explanation for the customer's observation could not be determined. No malfunction occurred. The investigation demonstrated that the architect total b-hcg assay is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.